Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that errors occurred on universal surgical manipulator (usm) 4. The customer power cycled the system, but the issue was not resolved. The tse confirmed the error in the logs indicating searchlight failure on usm 4. The tse had the customer perform a hard power cycle, but the issue persisted. The customer did not have another patient side cart (psc) for the procedure; therefore, the customer disabled usm 4 and continued the procedure with the remaining three usm arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue initially occurred on system sk5170 but because the surgeon needs 4 arms for the case, they moved the robot to another room that can function with 3 arms and that was the sk8130. Both cases were completed and yes, there was a 20min delay with the 4-arm case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error 32056 replaced universal surgical manipulator (usm4). The system was tested and verified as ready for use. The probable root cause of error 32056 points to axes controller, arm (aca) in usm4 failed to initialize i2c device.